Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2022, a 25mm amplatzer amulet was selected for an implant using a 14f amplatzer delivery sheath in a left atrial appendage (laa) based on instructions for use (IFU) recommendation. Device was loaded and deployed as per IFU. On deploying, the device looked over compressed and formed a cobra shape. Physician recaptured the device and redeployed, however the same shape of cobra was formed and was unable to sit in the laa properly. The physician removed the amulet and a new 25mm amplatzer amulet was subsequently deployed and implanted. There was no angulation or kink noticed in the delivery system and no interaction with cardiac structures during deployment. The procedure went well with no adverse effects seen. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. One photograph from field taken from imaging appeared to show partially deployed occluder device, the distal disc appeared taking shape like cobra heap. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
N/a.